Manufacturer narrative:
A specific root cause could not be determined. The investigation determined the repeat results recovered in the opposite direction from the initial results.usually this type of result scenario is caused by air in the sample channel, leakage current coming from the waste, or an old and/or expired reference electrode. Other causes include any disturbance within the kcl/sipper flow path such as micro bubbles, grounding effects, or partial clogging.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect na, k, ci for gen.2 results for one sample from a patient in the ER. The initial sodium result was 175 mmol/l with a data flag. The repeat result was 136 mmol/l. The initial potassium result was 5.59 mmol/l and the repeat result was 4.15 mmol/l. The initial chloride result was 69 mmol/l and the repeat result was 97.4 mmol/l. The erroneous results were reported outside the laboratory to the ER doctor who questioned the results. The repeat results were believed to be correct. The patient was not adversely affected. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative could not find a cause and took no action. The customer stated that all the samples from the same patient were rechecked and all values were consistent.